Event description:
It was reported that the programmer was unable to complete an interrogation using the radio frequency (rf head) . The programmer was cycle powered and the rf head was moved to multiple positions, but the issue remained. The programmer and rf head have been returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: it was confirmed during analysis that the radiofrequency programmer head was unable to interrogate non-wireless devices and it failed uplink tests and therefore the head's cable was replaced. It was further determined that the programmer head's upper case lens was cracked and that the head's label was missing its back coating, and the upper case and label were replaced. Concomitant product: product ID 2090w programmer. (B)(4).